Event description:
It was reported that during an unk procedure, the handpiece was too hot. No other details were known. No pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was received with a loose mount and the nose cone cracked. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and gave an error code 3. The hand piece was disassembled, and a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for temp issues to occur on the hand piece. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.